Event description:
It was reported that the patient had low blood pressure and a heart rate at about 40 bpm. A transmission report showed the right ventricular (rv) lead with t-wave oversensing (twos). Additional information from the clinic disclosed that sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead; 419378c lead, implanted (B)(6) 2002. (B)(4).